Manufacturer narrative:
One 6f, quadripolar, supreme ep catheter was received for evaluation. The catheter shaft was split and separated 4.15¿ proximal to the distal tip. No other visual anomalies were noted. The fracture was due to a partial scoring of the catheter shaft, weakening the integrity and allowing it to fracture when manipulated.

Event description:
During a procedure the catheter became fractured, exposing the wires underneath. The catheter was replaced to continue the procedure with no adverse consequences to the patient.